Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. The device also prompted a battery replacement, with the battery status showing 1.00%. The coulomb counter was reset to resolve the report. The device was recertified and moved to manufacturing. A replacement device was sent to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.